Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The intraocular lens remains implanted. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) rotated in the right eye. The iol was implanted on (B)(6) 2018 at 33 degrees and was at 110 degrees 1 day post op. Repositioning was done on (B)(6) 2018 at slit lamp. Patient is doing well after lens repositioning. No sutures, no vitrectomy, no enlargement of wound. Patient / user outcome: 20/50. Visual acuity pre-operative:20/70. Visual acuity post-operative:20/50. No additional information was provided to johnson and johnson surgical vision, inc.